Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of ngan2015 showed no other similar product complaint(s) from this lot number.

Event description:
As reported via medwatch: "the patient returned to the ER on (B)(6) 2016 with complaints of pain around gastric tube site. The patient was found to have infection at the site. The site was cleaned out and the patient was started on antibiotics.